Event description:
The following was reported: "as per pss implant request case: ongoing instability. Failed modular hmrs hinge left distal femur/ proximal tibia. Custom conversion of hmrs distal femur / prox tibia modular hmrs in situ femoral / tibial stem exceptionally well integrated. Plan - either conversion piece hmrs gmrs at either end and then gmrs modular components or full custom. Original usage and x-rays provided.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: hmrs bearing - 18 x 24; cat#: 64656018; lot#: ld092. Hmrs wedge - 7 x 18; cat#: 64656007; lot#: lh284. Hmrs proximal tibia 120mm; cat#: 63672012; lot#: luajt. Hmrs curved anch piece 12mm; cat#: 63655012; lot#: ltnpz. Hmrs straight anch piece 11mm; cat#: 63674011; lot#: lpxls. Hmrs extension piece 100mm; cat#: 63670010; lot#: lunba. Hmrs/g I-ii. Circlips; cat#: 6466-9-230; lot#: gb833657 / db601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding instability involving a hmrs femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'I have reviewed the documentation provided for pi including the product inquiry cover sheet and multiple x-rays of a distal femoral replacing and proximal tibial replacing hinged tka. Event description: as per pss implant request case: failed modular hmrs hinge left distal femur/ proximal tibia. The x-ray images show a distal femoral replacing and proximal tibial replacing hinged tka in anatomic position. There are no obvious signs of loss of fixation or mechanical complication. The root cause for this mechanical failure cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation.' -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusions: a review of the provided medical records by a clinical consultant indicated: 'I have reviewed the documentation provided for pi including the product inquiry cover sheet and multiple x-rays of a distal femoral replacing and proximal tibial replacing hinged tka. Event description: as per pss implant request case: failed modular hmrs hinge left distal femur/ proximal tibia. The x-ray images show a distal femoral replacing and proximal tibial replacing hinged tka in anatomic position. There are no obvious signs of loss of fixation or mechanical complication. The root cause for this mechanical failure cannot be determined from the limited documentation provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If device/additional information becomes available to indicate further evaluation is warranted, this record will be reopened.